Event description:
It was reported that the pump had a cassette error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous related service. The reported issue could not be replicated; however, the probable cause was related to downstream occlusion (dso) sensor. Visual inspection identified a degraded dso seal. The dso sensor and seal were replaced.